Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawer could not be opened. The customer contacted the pharmacy to obtain the validation code, but the drawer still did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The technical support specialist tss remoted into the cabinet and found that application service provider synchronization aspsync was not syncing. They restarted aspsync, restored data syncing, reselected the missing zone, and the user was then able to request the pharmacy verify code and approve, allowing the case to be closed. The system functioned as intended after the technical support specialist tss troubleshot the issue.